Manufacturer narrative:
An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that there is burn damage to the unit. Covidien service found that there was burn damage to the unit's pcba and battery. All damage was contained to the inside of the unit.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of burn damage to the printed circuit board assembly (pcba) and battery. The unit was triaged and the customer¿s reported condition was confirmed. The unit had thermal damage on the printed circuit board and the battery. The rear and the front housings had burn marks on them. Evidence of liquid ingress was found on the pcb, which is also the potential root cause of the thermal damage. Liquid ingress caused the pcba to corrode, and is the result of customer misuse.all device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.